Event description:
The company received a report from a customer that while performing a battery run down test, the device shut off without the proper alarm. The customer reported that the unit provided a quiet beep sound and the display was flashing on and off then proceeded to shut off without alarming. No pt involvement. A user facility report was submitted under (B)(4).

Manufacturer narrative:
The device associated to this report is currently in transit to the mfg plant for investigation. Investigation results will be provided in a supplemental report.